Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided to address the high blood glucose, the customer administered a correction injection via multiple daily injections, without requiring third-party assistance. The malfunction was linked to a software error detectable by an error code, but after the pump ran out of battery and was recharged, the issue was resolved, allowing the pump to function normally again. The customer was advised to continue using the pump.